Manufacturer narrative:
(B)(4). Statement from our manufacturer: reviewed the device history record at in-process inspection and at final control inspection and there were no abnormality found. We assess this complaint to be not justified.

Manufacturer narrative:
(B)(4). We received 2 sterican 0,80x40 gr.2 21gx11/2 standard in original packaging and one unused sample in open packaging. The received samples were taken to a visual examination. Damages were not detected on the samples. We detected no white particles or other deviation. The received samples are within our specification. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility ((B)(4)): one of the nursing staff members in ward 15 noticed white dust particles on the inside of the green luer slip of the needle.